Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician replaced the drive brake spring and cleaned the drive assembly to repair the bed.